Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Rvdr01 implantable pulse generator (B)(4) 2011 (B)(4) implantable pacing lead (B)(4) 2011.

Event description:
It was reported that the right ventricular (rv) lead was observed with short v-v intervals and had ventricular tachycardia (vt) episodes that looked like noise that was coming from an external source. The oversensing was not reproduced during the in-office testing. The rv lead remains in use. It was also reported that the right atrial (ra) lead was observed with oversensing during isometrics and pocket manipulation. The sensitivity was adjusted on the ra lead, but it was still getting oversensing with testing. The ra lead remains in use. No patient complications have been reported as a result of this event.